Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set fell off event on 18-may-2024. The infusion set was in use for over 5 hours. No further information available.